Manufacturer narrative:
(B)(6). The product was not returned for inspection. As reported, during implantation of a 55 cm. Optease inferior vena cava (ivc) filter for jugular delivery only, the sheath was not able to be inserted using a trans-femoral approach. The sheath was removed and was noted that the distal tip was frayed. A new (unknown) product was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the inferior vena cava. Additional information received indicated that the sales rep. Was not present for the case. The physician and the sales rep. Were not aware that the product is labeled "for jugular delivery only" and a trans-femoral approach was made (as per the ed). It was not known what product was used to complete the procedure (and if another optease, was the same filter used and was the same approach used). The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No problems were noted during preparation. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported insertion difficulty and distal tip frayed/split torn could not be confirmed and the exact cause could not be determined. Given the limited information available for review, clinical factors contributing to the event could not be determined; however, it is possible that patient factors or user technique may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that design or manufacturing process contributed to this event; therefore, no corrective action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, during implantation of a 55 cm. Optease inferior vena cava (ivc) filter for jugular delivery only, the sheath was not able to be inserted using a trans-femoral approach. The sheath was removed and was noted that the distal tip was frayed. A new (unknown) product was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the inferior vena cava. Additional information received indicated that the sales rep. Was not present for the case. The physician and the sales rep. Were not aware that the product is labeled "for jugular delivery only" and a trans-femoral approach was made (as per the ed). It was not known what product was used to complete the procedure (and if another optease, was the same filter used and was the same approach used). The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No problems were noted during preparation. No additional information is available.